Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition and the downstream occlusion (dso) seal cracked. The dso seal was replaced. Functional testing was able to duplicate the issue. The root cause was unable to determined, the most probable cause is a corrupted board. The printed wire assembly (pwa) board was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had no display with an alarm. There was no patient involvement, the product fault occurred during testing.